Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities that may have contributed to the reported event. The btt short port balloon was inflated with 25 cc of air through the balloon inflation port and submerge in water; air was leaking from the balloon and forming bubbles in the water. There was a pin hole in the balloon. We are unable to conclusively determine where or when the pin hole occurred; however, each btt short port goes through a full inflation and deflation inspection prior to distribution. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device, a hole was observed in the btt short port. The btt short port was inserted into the patient's leg and, while attempting to inflate the balloon, a hole was found which would not allow the balloon to inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.